Manufacturer narrative:
(B)(4). (Revision surgery, pseudarthrosis). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified spinal procedure at th4-s2ai. Post-op, rod breakage and loosening of screw at lumbar were observed so posterior lumbar interbody fusion (plif) surgery (revision) was performed and the rod was re-fixed by replacing the screws. Osteotomy at l3 was performed. No fragments of the product remained in the patient. Reportedly, rod broke due to unsuccessful bone union and instability at l2/3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.